Event description:
It was reported that the lead dislodged due to sticky on stylets during attempted implant. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed). The outer tubing overlay was breached cut and there was blood/body fluid present. The inner tubing was kinked/buckled. Blood was also present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.